Manufacturer narrative:
D4-UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m233319 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot: m233319, test base part number 192-430/ lot: m233319. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m233319 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text : single use; device discarded.

Event description:
The customer reported false negative results with the ID now covid-19 2.0 assay for two (2) separate tests and patients on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Repeat testing was not performed. Confirmation testing was performed on an unknown date via pcr (platform: cepheid genexpert) on a nasopharyngeal sample and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4-UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer reported false negative results with the ID now covid-19 2.0 assay for two (2) separate tests and patients on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Repeat testing was not performed. Confirmation testing was performed on an unknown date via pcr (platform: cepheid genexpert) on a nasopharyngeal sample and generated a positive result. No additional patient information, including treatment and outcome, was provided.